Event description:
It was reported intermittent occlusion alarms have been occurring since the customer started the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy.